Event description:
Additional information received from the patient indicated that the circumstances leading to the event was that they were not locking the controller when they put it in the carrying case, and some of the programs got erased and their pain was not controlled. They stated that they met with a manufacturing representative who reprogrammed the device, and instructed them to lock the controller when putting it in the carrying case. The patient mentioned that the issue was resolved and everything seems to be working now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he was reprogrammed by a manufacturer¿s representative (rep) for normal routine programming to optimize therapy, but now in the last couple of weeks the patient said it ¿seems like I¿ve lost what she did¿ that the controller won¿t hold the programming the rep put in. The patient reported that right now he was on group c and last night turned stimulation intensity up to 2.8 before he went to be, but when he went to bed, the intensity wasn¿t at 2.8 anymore. The patient noted that his ins was programmed different for the day when he¿s up and at night when he laid down. The patient checked the position on the call and the patient said he was currently upright and the set intensity was 2.8. The patient then laid back and said the check position screen said his intensity was set 0.0. The patient then checked groups a and b and said the laying back position was 1.0 and 0.1 respectively. The patient noted that he usually had the intensity high than that for laying back. Adaptive stimulation information was reviewed and how to adjust adaptive stimulation settings for a group. The patient adjusted the laying back position for group a to 2.6 during the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's stimulator had lost some of its programming. It was also noted the patient had increased activity and was doing more walking. The issue was not solved completely and the patient's legs still bothered them at night. The patient stated they needed a new MRI of their back. No further information was reported.